Event description:
Boston scientific crm received information that this right ventricular (rv) lead was capped and abandoned. The associated device was returned to boston scientific for disposal. There were no allegations against the lead's functionality. There were no adverse patient effects reported.